Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that the patient infusion site was accidentally removed causing disconnection event on (B)(6) 2026. The peak blood glucose level was 339mg/dl. Patient experienced headache, nausea, polydipsia and vomiting. No further information available.